Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200-300 mg/dl). Correction bolus and temporary basal rate were used to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. However, customer alleged elevated bg was due to the pump, as a pump bolus delivery did not lower bg to target level, but insulin injections did.